Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
This implantable lead was not successfully implanted as the patient developed pneumothorax. The case was stopped, and the patient was implanted with a temporary pacer. Additional information obtained from the field which indicated that the wire/sheath/lead was found to be in the pulmonary space during the implant instead of the vascular space. The patient was monitored overnight and the implant was completed the next day. The patient did not have a chest tube or any other interventions for the pneumothorax. The lead was never in service. No additional adverse patient effects were reported.